Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of infection is a known potential adverse event addressed in the product labeling. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected in the cheek area with juvéderm voluma® xc. About six months later the patient was injected in the cheek area with juvéderm® ultra plus xc. The patient is experiencing, ¿lymph nodes are swollen and infection¿. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00343) (allergan complaint pr# (B)(4). ). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc.